Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.

Event description:
Boston scientific crm received information that during the implant procedure, while performing the subclavian vein puncture, the patient displayed decreasing vital signs. The patient recovered and the implant procedure ended successfully. Following the procedure, x-ray analysis confirmed that the patient suffered a pneumothorax during the procedure. The patient remains hospitalized for pending air extraction and monitoring. No additional adverse effects were reported. This patient is involved in the (B)(4) clinical trial.